Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye which revealed the male luer was separated from the tubing for both samples. A closer inspection of the tubing was performed and solvent was present; the solvent mark met the insertion specification. The reported condition was verified. The cause of the condition is related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link non-dehp y-type microbore catheter extension sets were leaking while infusing intravenous (IV) fluids. The male luer end became "unglued and detached"; further described as the tubing broke from the connector that was connected into the patient's needleless connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.